Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 29 mg/dl. Reportedly, customer changed personal profiles without healthcare provider direction. Tandem technical support (cts) could not confirm if settings change was cause of low bg. Ultimately, low bg cause was unknown. Cts performed a system check on the pump and determined that the pump was functioning as intended. The customer was treated with an intravenous fluid and insulin drip. Customer was released from the ER 2 hours later wit no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.